Manufacturer narrative:
The device has not been sent to the manufacturer for eval. No product malfunction/deficiency has been identified.

Event description:
Biliary dilatation. Focal stenosis at the level of the confluence [bile duct stenosis]. There is a tubular like disposition of the microspheres in what seems to be the biliary confluence and the common hepatic duct [procedural complication]. He developed jaundice 4 weeks after tare. Asthenia. Case description: initial info received on (B)(6)2015 and merged with add'l info received on (B)(6)2015: this spontaneous case report was received from a hlthcare professional and concerned a (B)(6)yr old male pt affected by multifocal hepatocellular carcinoma (hcc). Pt's medical history included type ii diabetes mellitus diagnosed in 2012. No allergies, chronic alcohol and tobacco consumer, liver cirrhosis with portal hypertension, hepatitis c viral infection. In 2013, pt was diagnosed with two hcc of 38 and 10 mm in s. Viii and he received tace. No further controls since the pt moved to another country. Pt's concomitant treatment was januvia (sitagliptin) 50mg, 2c. On 04/16/2015, the pt underwent transarterial radioembolization (tare) with therasphere (lot number 1599082; vial 1 model r892 (8.5 gbq), vial 2 model t768 (3.5 gbq); date of manufacturing: (B)(6)2015 12:00 calibration) for the treatment of multifocal hcc in the right hepatic lobe and segment IV. He received two injections in the same procedure on the same day. Blood tests pre-treatment were: platelets 91x10^9/l, prothrombin time ration 1.11, ast 109u/l, alt 119u/l, alkaline phosphatase 132 u/l, ggt 528 u/l, total bilirubin 0.9mg/dl, serum albumin 38.6 g/l, alpha-fetoprotein 12.3 iu/ml. The pet-CT scan performed a few hrs after tare, showed a distribution of the y90 microspheres in the right hepatic lobe and s.IV being more intense in the region lesions, but surprisingly, there were two very intense microspheres deposits in areas where no lesions could be seen. This was not evidenced in the maa-scan (macroaggregated albumin hepatic arterial perfusion scintigraphy) (there was a completely different distribution of the y90 microspheres compared with the maa). There was a "tubular-like" disposition of the microspheres in what seemed to be the biliary confluence and the common hepatic duct. In segment v, there was an abnormal intense focal uptake, with adjacent tubular image. The reporter stated that they were unable to underline any lesion in these areas and they could not explain why the results were so different from what they saw with the maa-scan. The pt developed biliary dilatation and a focal stenosis at the level of confluence after therasphere treatment. Five weeks after treatment, on (B)(6)2015, blood tests were: increase in the total bilirubin level to 6.9 mg/dl (previous pre-treatment and 20 days post treatment bilirubin level were normal); increased values of ast 103 u/l, alt 78 u/l, alkaline posphatase 270 u/l, ggt 931 u/l. The abdominal CT-scan on (B)(6)2015 (5 weeks post-tare) showed a intrahepatic biliary tree dilatation with a focal stenosis at the level of the confluence. Four week after treatment, pt developed jaundice. No drainage was done. At the time of this report, the pt presented still jaundice and asthenia with no other symptoms. The reporting physician considered the events (biliary dilatation, biliary duct stenosis, jaundice and asthenia) experienced by the pt due to tare, also because in the pre-treatment CT-scan there was no biliary tree dilatation and bilirubin levels were normal in pre-treatment blood test. Case comment: biliary dilatation, biliary duct stenosis, jaundice and asthenia are considered unlisted according to the therasphere instructions for use. Device dislocation is unlisted according to the therasphere instructions for use. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.